Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately 11 months post implant of the ICD and 13 years post implant of the leads. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant medical products: 6942 lead implanted: 2000-(B)(6); 8784 neuro accessory implanted 2013-(B)(6); 8780 neuro catheter implanted 2013-(B)(6); 8637-40 neuro pump implanted 2013-(B)(6); 8784 neuro accessory implanted 2013-(B)(6); 8835 implanted: unknown date. (B)(4). This report was initially submitted on 2014-(B)(6), which is prior to the due date of 2014-(B)(6). Acknowledgement 1 was received on 2014-(B)(6). There was an internal processing error on the gateway and therefore acknowledgement 2 and acknowledgement 3 were not subsequently received. This report was resubmitted on 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned. Visual analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.